Event description:
The customer initially did not provide a reason for the return of the alarm. There was no patient incident or injury. The product was received with a note on it stating "no power". Inspection of the product shows that the alarm powers on, but there is no alarm tone.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the alarm has power but no alarm tone. (B)(4).